Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Caller completed necessary steps to remove air from the cartridge and used room temperature insulin but still did not see drops of insulin. Cts guided the caller through filling and loading a new cartridge but encountered a dropped call during troubleshooting. Attempts to call the patient back were unsuccessful, and a follow-up email could not be sent due to a lack of an email on file.